Event description:
The customer reported an erroneous creatine kinase-mb (ck-mb) result, above the normal reference interval, for one patient, involving unicel dxi 800 access immunoassay system. The customer stated the patient sample initially produced the erroneous result of 114 ng/ml. The customer questioned the result since cardiac markers produced normal results. The customer retested the same sample and received a value of 28.9 ng/ml. Due to the discrepancy, the sample was retested five times and recovered results of 8.1, 9.3, 11.0, 13.0 and 20.0 ng/ml. The customer then retested the same sample in triplicate on an alternate access system and obtained values of 3.4, 3.4 and 3.3 ng/ml. The customer had another sample collected from the same patient and tested in duplicate on the alternate access system received results of 3.4 and 3.8 ng/ml, then retested in duplicate on the original unicel dxi 800 system and recovered values of 6.9 and 4.9 ng/ml. The initial erroneous result was released out of the laboratory. An amended report with a result of 3.8 ng/ml was issued. The customer indicated there was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) retrieved several patient samples from prior to and after the incident and reanalyzed for creatine kinase-mb (ck-mb). All results were reproducible. The fse performed routine system check, high sensitivity system check, carryover test, and 15-replicate ck-mb precision test. All results were within the system and assay specifications. No hardware issues were identified. The unit conformed to the manufacturer's published performance specifications. A definitive cause of the incident is unknown.